Event description:
It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the head portion of the handle separated from the basket. The basket was removed normally and the procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot exp and device manufacture dates are unk. A visual eval found that the thumbring had detached from the handle body. The break had occurred at the point where the thumbring is welded to the handle body. The weld indicators were melted indicating that the two components had been attached. A functional eval found that the basket could be extended and retracted without issue. The visual eval also found that the distal end of the clear sheath of the coil had been pushed back 2 mm from the distal end of the coil. The condition of the returned incident device was consistent with the complaint; device handle detached. Based on the investigation results, the damage noted to the handle is most likely due to manipulating it in a way that caused the thumbring to breakaway from the handle body. Therefore, the most probable root cause is operational context. (B)(4).